Event description:
It was reported that during a lap oophorectomy procedure, the end of the sleeve was cracked. They noticed the crack while placing the camera down the trocar before insertion had began. They got a new one to complete the procedure. There was no pt consequence reported.

Manufacturer narrative:
Eval summary: the analysis results found that the sleeve was melted at the distal end. This type of damage is consistent with the one produced by an energized device. Contact with such devices should be avoided as it can melt the sleeve. Additionally, the lens of the obturator was cracked. A preliminary investigation process has been initiated to address the found condition. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.